Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded high out-of-range pacing impedance measurements on this right atrial (ra) lead, observed during an office interrogation approximately seven months ago. No adverse patient effects were reported. This ra lead remains in service.